Event description:
The pt was revised because of a fractured pelvic bone suffered during the primary surgery.

Manufacturer narrative:
Examination of the returned cup finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.